Event description:
It was reported that during a procedure to treat 80% middle cerebral artery stenosis, the subject stent was delivered through a micro catheter. During delivery, the subject stent could not be advanced through the micro catheter shaft anymore. After several tries, the introducer sheath jumped out probably due to too much force by the physician. The subject stent prematurely deployed in the micro catheter hub during transfer. The physician used tweezers to remove the subject stent from the micro catheter and successfully completed the procedure with another stent. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a procedure to treat 80% middle cerebral artery stenosis, the subject stent was delivered through a micro catheter. During delivery, the subject stent could not be advanced through the micro catheter shaft anymore. After several tries, the introducer sheath jumped out probably due to too much force by the physician. The subject stent prematurely deployed in the micro catheter hub during transfer. The physician used tweezers to remove the subject stent from the micro catheter and successfully completed the procedure with another stent. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and reported lot number was not confirmed from the packaging as it was not returned. On visual/microscopic inspection, the stent delivery wire (sdw ) was kinked bent. The stent was deployed and intact. The sheath was not returned. Functional inspection not carried out as stent had deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The sheath was not returned and therefore the as reported stent introducer sheath damaged will be assigned undeterminable. The returned device was seen to be damaged, the sdw was kinked bent. The stent was returned deployed. The as reported can be confirmed based on the analysis. The as reported stent difficult/unable to advance/pullback through catheter, stent deployed prematurely during transfer and patient medical or surgical intervention required as well as the as analyzed events will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.